Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation and drainage at the abutment site. Subsequently on (B)(6) 2015, the patient was prescribed oral antibiotics. The implanted device remains.